Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-jul-2023. H6: investigation summary. It was reported there was a black mark on the needle near the end of the bevel. To aid in the investigation, one sample in an opened packaging blister and one photo was received for evaluation by our quality team. A visual inspection was performed with 10x magnification and there is a black line at 1/4" from the needle tip. It was possible to remove the line. The photo provided shows the sample received. This defect could occur if, while working on the cannulator, an associate drew the line with a marker and did not remove the unit from the manufacturing process. A device history record review was completed for provided material number 305197, lot 2279847. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Part of the black line was left to show the associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd precisionglide¿ needle experienced foreign matter, contaminated. The following information was provided by the initial reporter: when the sterile packaging containing a bd 16gauge, the pharmacy tech noticed a black mark on the end of the needle near the bevel. Due to the potential contamination of the final product, the defective product was quarantined and reported to the pharmacist.

Event description:
It was reported that the bd precisionglide¿ needle experienced foreign matter, contaminated. The following information was provided by the initial reporter: when the sterile packaging containing a bd 16gauge, the pharmacy tech noticed a black mark on the end of the needle near the bevel. Due to the potential contamination of the final product, the defective product was quarantined and reported to the pharmacist.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.4. The initial reporter also notified the FDA on 23-jun-2023. Medwatch report #2200350000-2023-8008.